Event description:
During a standard dental treatment the handpiece heated up and burned the pt on lip to the size of a dime. She was prescribed stannous fluoride (antimicrobial rinse) and sockit (alovera healing ointment).

Manufacturer narrative:
As the user rejected to send the affected handpiece in for evaluation it was not possible to do any analysis on the product. Nevertheless, does the user instruction request that prior to each treatment a visual and functional test of the handpiece must be performed to ensure that it is running within specification. The user instruction does also request that during the treatment soft tissue (e.g. Cheek, lip) should not be touched with the handpiece. The fact that during the test of the maintenance system in the practice black wear debris was coming out of the handpiece does indicate that the handpiece was not maintained as requested. (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4).